Manufacturer narrative:
Quality-safety evaluation of ptc received on 26-may-2016: the bayer reference number for the ptc report is (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Company causality comment: this case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) removed due to complications. These events are listed according to essure's reference safety information. This case was received through a legal claim which included several plaintiffs; the adverse events/complications each individual plaintiff experienced were not specified. Despite of the lack of details for a comprehensive causality assessment; considering essure removal was required, causality with the suspect device cannot be excluded. Therefore, this case was regarded as incident. The outcome of the product technical analysis resulted in an unconfirmed quality defect. Further information will be obtained through the litigation process.

Event description:
This is a spontaneous case report received on 15-apr-2016 from a lawyer in the united states, on behalf of a female plaintiff of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted for permanent sterilization. The plaintiff was implanted with essure and subsequently had the device removed due to complications. Company causality comment: this case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) removed due to complications. These events are listed according to essure's reference safety information. This case was received through a legal claim which included several plaintiffs; the adverse events/complications each individual plaintiff experienced were not specified. Despite of the lack of details for a comprehensive causality assessment; considering essure removal was required, causality with the suspect device cannot be excluded. Therefore, this case was regarded as incident. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('device removal') and device expulsion ('essure in the cervix / dislodged essure implants') in a 40-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included menometrorrhagia. In (B)(6) 2004, the patient had essure (ess205) inserted. On (B)(6) 2016, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and complication associated with device ("device complication"). The patient was treated with antibiotics and surgery (hysterectomy with bilateral salpingectomy on (B)(6) 2016). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the medical device removal, device expulsion and complication associated with device outcome was unknown. The reporter considered complication associated with device, device expulsion and medical device removal to be related to essure (ess205). The reporter commented: during laparoscopy, the tube and ovaries appeared within normal limits. Date(s) of removal: (B)(6) 2015 (discrepancy noted per pif). Diagnostic results: pathology report uterus, cervix and tubes: uterus with bilateral tubes, hysterectomy with bilateral salpingectomy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-jul-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('device removal') and device expulsion ('essure in the cervix / dislodged essure implants') in a 40-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included menometrorrhagia. In (B)(6) 2004, the patient had essure (ess205) inserted. On (B)(6) 2016, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and complication associated with device ("device complication"). The patient was treated with antibiotics and surgery (hysterectomy with bilateral salpingectomy on (B)(6) 2016). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the medical device removal, device expulsion and complication associated with device outcome was unknown. The reporter considered complication associated with device, device expulsion and medical device removal to be related to essure (ess205). The reporter commented: during laparoscopy, the tube and ovaries appeared within normal limits. Date(s) of removal: (B)(6) 2015 (discrepancy noted per pif). Diagnostic results: pathology report uterus, cervix and tubes: uterus with bilateral tubes, hysterectomy with bilateral salpingectomy . Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received: essure insertion date was added, product code change from 305 to 205. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("device removal") and device expulsion ("essure in the cervix / dislodged essure implants") in a (B)(6)-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included menometrorrhagia. On an unknown date, the patient had essure inserted. On (B)(6) 2016, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and complication associated with device ("device complication"). The patient was treated with antibiotics and surgery (hysterectomy with bilateral salpingectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the medical device removal, device expulsion and complication associated with device outcome was unknown. The reporter considered complication associated with device, device expulsion and medical device removal to be related to essure. The reporter commented: during laparoscopy, the tube and ovaries appeared within normal limits. Diagnostic results: pathology report uterus, cervix and tubes: uterus with bilateral tubes, hysterectomy with bilateral salpingectomy. Concerning the injuries reported in this case, the following one was described in patient's medical records: device expulsion and medical device removal quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on (B)(6) 2017: reporter (medically confirmed case), event and pathology report added. Company causality comment: this case report was received from a lawyer on behalf of a (B)(6) year old female plaintiff who had essure (fallopian tube occlusion inserts) inserted and essure was found in the cervix (dislodged essure implants) for which she underwent hysterectomy with bilateral salpingectomy on (B)(6) 2016 and device removal. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes, this movement could be an expulsion (into uterus or out of the body). In this particular case, the exact mechanism of the reported event is not known. This case was classified as incident since device removal was required. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Further information will be obtained through the litigation process.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.